Manufacturer narrative:
The device history record for code (B)(4) with lot number aa9194n17 was reviewed, with no similar observations noted by the quality auditor. The device was not returned to kimberly-clark for evaluation. A medwatch was filed by the user facility and is identified as (B)(4). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to manufacturer by the customer.

Event description:
Kimberly-clark received a report stating, "seven months ago, the patient was admitted to our facility with a prepyloric channel ulcer type three. The patient underwent a truncal vagotomy antrectomy with billroth ii and a jejunostomy feeding tube placement. Last month the patient developed a chronic fistula of the left anterior abdominal wall. The patient underwent surgery for excision of the fistula which revealed a foreign body in the fistula tract. The foreign body appeared to be the cuff from the jejunostomy tube that was previously removed six months ago. The cuff was found to have contributed to the fistula. The cuff was removed in its' entirety. The healthcare professionals' impression is that the retained cuff from the jejunostomy tube caused the fistula." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).